Manufacturer narrative:
Date received by manufacturer: 01jul2019. Date of report: 12jul2019. Type of reportable event: malfunction. The customer is undecided at this time as to how they want to proceed with repairs. The customer reported that they will either have a third party or manufacturer's field service engineer repair the unit at a later date. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation and the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19apr2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.